Event description:
Litigation papers allege the pt experienced debilitating and constant pain, spasms, grinding sound, and elevated levels of cobalt and chromium.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.